Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected low reservoir alarm noted and all buttons functioned properly.

Event description:
It was reported that the customer was having trouble with the insulin pump. The caller stated that the customer went to the endocrinologist office, but it was closed and then they went to the emergency room. The caller stated that the insulin pump alarmed low reservoir the day of call while attempting to change the reservoir, but it got stuck in the device. The spouse called back and stated that the insulin pump was alarming low reservoir. The customer requested the replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.